Manufacturer narrative:
Concomitant medical products: 429678 lead, implanted: (B)(6) 2013 and dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent ventricular oversensing and undersensing. The patient experienced near syncope. The rv lead remains in use. No further patient complications have been reported as a result of this event.